Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: there are several of the sets that are leaking from the holder. They are not properly put together, so they fall apart during blood draw. In many packages the safety of the needle have fallen off and is lying loose in the package. And furthermore the packages are very hard to open.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: there are several of the sets that are leaking from the holder. They are not properly put together, so they fall apart during blooddraw. In many packages the safety of the needle have fallen off and is lying loose in the package. And furthermore the packages are very hard to open.